Manufacturer narrative:
Service was dispatched on (B)(6) 2011. The field service engineer (fse) replaced and aligned the probes, replaced the sample mixer paddle, and sample probe level sense bead. He performed alignments, confirmed the wash solution was within specification and visually assessed for kinking in tubing and supply lines. Subsequent carryover procedure and carryover pvt testing was found to be acceptable. These repairs appear to have resolved the issue.

Event description:
The customer reported that on (B)(6) 2011, multiple samples produced erroneously elevated triglyceride (tg) results above the normal reference range. The samples were run on a unicel dxc 600 synchron pro system. The number of occurrences associated with this event is unknown, as no sample, result or system information was provided by the customer. The customer stated that erroneous results were not released from the laboratory because results are verified before reporting. There are no reports of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.